Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso11135  and eo residual levels in compliance with iso10993. Each lot  is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Event description:
It was reported that the patient went to the doctor and was diagnosed with a skin infection. The site had pus coming out. The patient's blood glucose (bg) values reached over 250 mg/dl. For treatment, the patient was prescribed amoxicillin, twice daily 10 ml, for 10 days. The pod was worn longer than 48 hours on the leg. The patient was discharged after 1 hour.

Manufacturer narrative:
Inspection of the device found no damages or defects that would contribute to skin swelling or an infection. No timeouts or drive stalls were seen in the download data. The phb was inspected and the algorithm acted as expected to respective egv values from the cgm. The cause of the reported events could not be determined.